Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was electively explanted due to the patient requiring a rate responsive device. Cpi analysis found that the ICD had no defibrillation output when it was received at cpi.